Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing dysphagia, ongoing gerd, and requested explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017 by dr. (B)(6). A "mild" dilation was performed which did not bring any improvement. Device explant due to ongoing dysphagia, ongoing gerd, and patient request occurred without issue on (B)(6) 2018 by dr. (B)(6); a fundoplication was performed at the time of explant. Device was found in the correct position/geometry.